Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up and the blue screen is unable to do a scan. Upon functional testing, fse found it necessary to replace the hard disk. After the replacement of the hard disk and installation of software on the host pc, the system was returned to good working order. These codes were updated based on investigation outcome.